Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had blank display due to broken solder joint connector on interface board. The operating current, low battery alarm and off no power alarm were not tested and displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test were not performed due to blank display. The device had minor scratched display window and cracked reservoir tube.

Event description:
It was reported that the customer's insulin pump had a blank display and experienced high blood glucose. Troubleshooting was done. Advised customer to insert the new aaa alkaline battery, and the customer stated that the display did not return. The customer also had received a low battery alert and the off no power alarm. The customer's blood glucose was 430 mg/dl. The customer expressed nausea as a symptom of her high blood glucose. The customer treated her with a manual injection. The customer declined troubleshooting for high blood glucose. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.